Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's camera is flickering on the screen. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd (charged coupled device). A definitive root cause could not be identified. However, based on the condition of the returned device and the results of the investigation, the mostly likely cause of the reported failure mode is the damaged/worn-out charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.